Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) 2011. (B)(4).

Event description:
A surgical technician reported the tip seemed to be clogged and would not suction viscoelastic during surgery. The surgeon switched out the tip and completed the case with no further incidents. There was no patient harm reported.